Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Revised b5: a site reported to rxsight that the leading haptic of a light adjustable lens+ (lal+, sn (B)(6), +20.5d) disinserted upon implantation during primary cataract surgery on (B)(6) 2024. An attempt was made to remove the lal+, however, the procedure could not be fully completed due to anterior chamber shallowing and iris prolapse. An additional surgery was performed on (B)(6) 2024 to repair the wound, reposit iris tissue, and remove a retained fragment of the lal+.